Event description:
It was further noted that the patient passed away six days post implant. It was also noted that cardiac tamponade reoccurred and bleeding was attempted to be prevented again. It was further noted a laceration was noted of the femoral vein.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported during implant of the leadless implantable pulse generator (ipg), during the first and second deployments, the thresholds were high, leading to recapture. In the third deployment, favorable values were obtained and device placement was completed. During the pull & hold test, there was a sense of discomfort, and considering the amount of blood drained, it is suspected that the tines may have caused a tear during the pull & hold test. The patient's blood pressure dropped. The hemorrhaging site was confirmed near the left anterior descending branch of the coronary artery. Two leadless ipg tines were protruding. Cardiac tamponade/perforation was confirmed during the implantation procedure. Pericardial drainage was performed while managing vitals, and the patient was transferred to another hospital. On the day of transfer, a thoracotomy was performed, hemostasis was conducted, and extracorporeal membrane oxygenation (ECMO) was inserted. The patient is alive and under observation and the leadless ipg remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name [micra] product ID [mc2vr01-delsys] (B)(6). D9: no. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the physician that the patient death was not solely caused the tamponade caused by the leadless ipg. It was likely a combination of the patients thin myocardium may have also contributed to the patient's death. The cardiac tamponade occurred during the second deployment. Hemostasis was confirmed through thoracotomy. Pinholes were checked on the anterior wall side near the hinge region to identify the bleeding site. The chest was closed and percutaneous cardiopulmonary support (pcps) was attached. On the following day, the patient's body movement was confirmed, but subsequently, cardiac tamponade occurred again. The thoracotomy was re-opened and re-hemostasis was attempted. Furthermore, the complication of femoral vein rupture, which is the pcps insertion site, also occurred, and the patient's death was confirmed 6 days after implantation.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.